Event description:
It was reported that the indirect decompression (ID) patient was doing well postoperatively thirteen months after the implant procedure. The patient is extremely physically active, however, she began to have some increased pain in the back and legs. The patient denies having any action injuries or falls. The physician recommended explanting the ID spacer and replacing it with a spinous process clamp. The patient underwent an explant procedure and the procedure was completed successfully. The explanted spacer was retained by the facility.